Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a mammoplasty procedure on (B)(6) 2012 and topical skin adhesive was used. The patient presented with hyperemia, hypersensitivity, pruritus and bubbles after the removal of the product. The removal of the product took place almost immediately due to the reaction presented. The surgeon prescribed ointments and anti-allergic drugs.